Manufacturer narrative:
Updated fields: b4, g4, g7, g8, h2, h4, h6(investigation type, investigation findings & investigation conclusions), h10, h11.corrected fields: e4, g1(contact person).

Event description:
Na.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) was dispatched to evaluate this unit. No fault logs were found in the event logs. The fse changed the front end board. The fse completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. A supplemental report will be submitted upon completion of our investigation. The initial reporter is a getinge employee who has different contact details from that of the event site. A contact person at the customer or complainant site is (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge field service engineer (fse) the cardiosave intra-aortic balloon pump (iabp) had a "disconnect trainer - patient cables connected" alarm in normal operating mode when the trainer was connected with no patient cables connected. There was no patient involvement, and no adverse event reported.